Manufacturer narrative:
(B)(4). Similar to device with 510k p140016. Investigation is still in progress.

Event description:
Description according to study: on (B)(6) 2013, the patient underwent placement of a 24 mm x 105 mm proximal component (ztlp-p-24-105-ci3, lot # e2998714). The proximal edge of the graft material was deployed distal to the left subclavian artery. The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Hypotension was not induced and no spinal cord protection adjuncts were used. Analysis of the completion angiogram noted a patent graft with no kink, compression, infolding, or endoleak. The patient was discharged from the hospital on (B)(6) 2013 (three days post-procedure). On (B)(6) 2016, CT scan (1147 days post-procedure). Analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. Analysis noted thrombus present at the distal graft. Patient outcome: no adverse events or secondary interventions related to the device have been reported for this patient. The treating physician will be notified of the thrombus.

Manufacturer narrative:
(B)(4). Similar to device with 510k p140016. (B)(4). Summary of investigational findings: based on the provided information it was possible to confirm the existence of the reported thrombus. The thrombus developed at the distal endograft and then improved by six months. Development of a more significant concentric ridge consisting of at least some surface thrombus began between six months and a year. The concurrent aortic arch elongation and preserved graft length raises the possibility that the later developing ring consists of aortic infolding as well as layered chronic thrombus and or neointimal hyperplasia. The proximal graft diameter was matched to the aorta. The distal graft diameter was no more than 10% larger than the diameter at implantation (22mm) and three years (21mm). No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2013, the patient underwent placement of a 24 mm x 105 mm proximal component (ztlp-p-24-105-ci3, lot # e2998714). The proximal edge of the graft material was deployed distal to the left subclavian artery. The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Hypotension was not induced and no spinal cord protection adjuncts were used. Analysis of the completion angiogram noted a patent graft with no kink, compression, infolding, or endoleak. The patient was discharged from the hospital on (B)(6) 2013 (three days post-procedure). On (B)(6) 2016 CT scan (1147 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. Analysis noted thrombus present at the distal graft. Patient outcome: no adverse events or secondary interventions related to the device have been reported for this patient. The treating physician will be notified of the thrombus.